Event description:
It was reported that a (B)(6) hispanic female who underwent an unknown breast surgery with a 250cc mentor smooth round moderate profile breast implant experienced left-sided breast pain post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 4, 2023 patient called mentor to follow up on emails - she stated that both implants were removed without replacements on (B)(6) 2022. The pain is gone - surgeon told the patient when they were removed that left side was coming out from under the muscle and it may have been the reason for pain, and both patients implants were intact. Reason for device explant and/or reoperation: pain manufacturer¿s reference number: (B)(4).